Event description:
It was reported that a pt experienced warming on her right elbow after a mr scan of her right shoulder. The pt contacted the site the following day stating she had developed a blister the size of a quarter. The pt reportedly treated the injury at home with cream and peroxide. The exam consisted of 6 scans that lasted approximately 20-25 minutes. The site indicated that the pt was padded away from the bore to prevent skin to skin contact and looping. The site indicated that the padding allegedly slipped while moving the table into the bore, therefore the pt's right elbow came into contact with the bore. The pulse sequences used for the exam were cor loc, ax pd, ax t2 fse, cor stir, cor t2, and sag t2. The pt complained of warming during the cor t2 sequence. The duration for the series was the following: 30 sec, 2min, 2min, 4min, 3min, and 2min.

Manufacturer narrative:
Ge healthcare's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. Based on the device evaluation and details of the event, the burn was due to a contact between the pt's elbow and the bore when the padding slipped. The mr system's operator manual provides the user a warning that a rf burn could occur if proper padding and pt positioning are not used during the exam.